Event description:
It was reported to philips that the device's ECG cable was broken. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Fse sent the quotation of ECG cable to customer for replacement. The ECG cable was replaced to solve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.